Event description:
Customer called with details of hospitalization. Customer did not want to discuss the details of the hospitalization. Customer stated that she is looking into the cause of the hospitalization. Customer stated that she had a low blood glucose reading of 44 mg/dl and looked down at the insulin pump and the screen was off. Customer had changed the batteries multiple times. Customer declined to troubleshoot. Customer requested a replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.